Manufacturer narrative:
Follow up #1: (B)(6) 2018; device evaluation the pump has been returned to animas and: evaluated on (B)(6) 2018 with the following findings: the pump¿s black box showed that the pump was manually suspended and then resumed. There was an occlusion alarm on (B)(6) 2018 and deliveries never resumed. The pump was exercised for 24 hours and was found to be recording the basal deliveries accurately. The recorded total daily doses of insulin added up correctly and reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test with no issues.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 32 mmol/l with symptoms of diabetic ketoacidosis. The patient was admitted to a hospital and treated with intravenous fluids. The reporter was unable to review the pump history at the time of the call. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump and the pump could not be ruled out as a contributing factor.